Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine via an implantable pump for unknown indications for use. It was reported that there was a pump motor stall following magnetic resonance imaging (MRI), greater than 2 hours. The patient had an MRI on friday and when they interrogated today the logs showed a motor stall but no recovery. Agent reviewed information around telemetry state with pumps and MRI and advised them to check logs until motor stall recovery was noted. The hcp later called back stating the pump was still stalled. Technical services reviewed to wait 15 minutes and check again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the motor stall resolved, and going forward, the patient was advised to return to the clinic after having each MRI.